Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported via (B)(6) that the "watchman device break up and end up in blood vessels and hearts". We have attempted to obtain additional information from the patient who posted on social media, but have not received a response.